Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited clogged nozzle with white residue and corroded light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the white residue in the nozzle is cause not established and the most probable cause of the corrosion in the light guide lens is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.